Event description:
The customer reported the generation of erroneously high patient results for sodium (na) on cell 1 of au5800 clinical chemistry analyzer. The high results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the acrylic block was cracked. The fse replaced the acrylic block to resolve the issue. The fse performed calibration, and quality control, which all passed. Analyzer resumed normal operation. Section age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).